Event description:
Falsely depressed sodium results were obtained on two patient samples. The patient results were reported to the physician. The samples were re-run on an alternate instrument and higher results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results was a malfunction of the imt module. A siemens healthcare diagnostics field service engineer was dispatched to the account and performed multiple maintenance steps and repairs. The repairs included replacing the imt tubing, monopump x-seal and rotary valve. The instrument is performing within specifications.no further evaluation of the device is required